Event description:
During a carotid artery stent case, the physician advanced a guidant spartacore 14, a 0.14" guidewire, into the patient's right subclavian artery and placed an 8f hockey stick guidewire or introducer sheath. Next the physician advanced and deployed a filterwire ez protection wire beyond a target lesion in the right internal carotid artery. Then the physician advanced a guidant omnilink 0.035" biliary stent (10 mm x 20 mm) over the filter wire but was unsuccessful in delivering it to the site. The physician attempted to withdraw the omnilink stent delivery system but it would not move. The physician assumed that the two guidewires had wrapped around each other so he attempted to remove both guidewires and the stent delivery system together. The physicain withdrew the devices back to the sheath in patient's groin but was unable to bring the stent into the sheath. The stent slipped off its balloon delivery catheter. It was successfully removed with a snare. The patient was then scheduled for a subsequent interventional procedure to treat the target lesion.